Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (fem-fem bypass, migration), (B)(4) patient's condition affected effectiveness of device (disease progression; neck dilatation or elongation). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation or elongation).

Event description:
An aneurx stent graft system was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five and a half years ago. It appears that a fem-fem crossover was performed on this patient at some point between the patient's original implant of the aneurx device and the implantation of the talent converter five years later. It appears that the physician prophylactically placed some cuffs at that time as there may have been some elongation or dilatation of the proximal neck above the implanted aneurx graft and below the renals. There may have been a migration; however, the details are unknown. No additional clinical sequelae were reported and the patient is fine.